Manufacturer narrative:
Follow-up #1: date of submission 01/27/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/14/2014 with the following findings: followed all procedures correctly with returned product, unable to duplicate the complaint during investigation. The pump booted to the verify screen with dim pink contrast.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient is pregnant and is having problems with the pump and would like to discuss options about trading it in. The patient was filling the pump and the screen went blank. The battery was either removed and put back in or replaced and it worked. The patient is not there and customer support advised to call back to review pump. This report is being made due to unusual product issue.